Event description:
The silencer 2200 centrifuge system malfunctioned and one of the test tube baskets (3-4 lbs in weight) flew out of the chamber busting the 1/2 inch fiberglass cover and latch. The employee was just inches away from the basket when it became disengaged from the machine.